Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a code was noted via the remote home monitoring system indicating the battery for the subcutaneous implantable cardioverter defibrillator (s-ICD) had depleted. Upon interrogation it was noted the battery depleted within two and a half years. Subsequently the s-ICD was explanted for suspected early depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the interrogated monitoring voltage was 9.199 volts with a remaining battery life to elective replacement indicator (eri) of 16 percent. Review of the device memory noted no resets, errors of fault codes. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Further review of the memory found that it was at a higher power consumption for a two week period. During that period the device was interrogated but no session began. This caused the device to go into a high power state with no therapy availability and caused the device battery to deplete. After a successful interrogation over two weeks later, the device was brought out of the high power state.

Event description:
This report is being filed to submit the analysis results.